Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. No actions can be taken at this time since a root cause was not identified. A DHR could not be performed since no lot number was provided. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they sent the patient, but when tried to restart therapy in an arctic sun device, they were getting low flow alerts. They were not in the room with the device. They already tried hooking the pads back one at a time and determined the left thigh pad seems to be the issue, so they were going to replace the pads. Suggested using a universal in place of the thigh pad if the rest of the pads were flowing fine.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they sent the patient, but when tried to restart therapy in an arctic sun device, they were getting low flow alerts. They were not in the room with the device. They already tried hooking the pads back one at a time and determined the left thigh pad seems to be the issue, so they were going to replace the pads. Suggested using a universal in place of the thigh pad if the rest of the pads were flowing fine.